Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infused slower than programmed programed for 2 hrs finished in 3" was not reproduced. Evaluation performed flow testing and the device passed the test. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, replacing the m2 and m3 springs would help ensure continued accurate delivery performance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused slower than programmed, 2 hrs finished in 3 hrs during an unspecified process step in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.